Event description:
Atrial undersensing on stored atrial high rates." Lead manufactured by st. Jude. Case: (B)(4) / (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).